Event description:
Per the audiologist, the patient experienced decrease in performance. The results of an integrity test in 2008 showed multiple electrode anomalies. Deactivation of the faulty electrodes did not solve the problem. Explant/reimplant surgery is planned, but had not been scheduled at the time of this report.